Manufacturer narrative:
Evaluation results: one cadd legacy plus pump was returned for investigation for over delivery. The device was in good condition. The event log indicated that one 20 ml bolus test was performed prior to the pump being returned to smiths. The customer's concern regarding over delivering was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The rtc clock battery was replaced as a preventative measure per the customer's request.

Event description:
It was reported that the pump was over delivering. No patient injury or complications were reported in relation to this event.